Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 19.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3402132) was deployed at the intended location in the ivc suprarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt = 16 degrees. On (B)(6) 2016 post-procedure x-ray (day of procedure): site: filter tilt was = 16 degrees. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Summary of investigational findings: investigation is based on description of event and review of returned imaging. Imaging review confirms tilt of 16deg on venogram from time of ivc filter placement. Prior to the filter placement day, a stent was placed infrarenal. The filter was then placed suprarenal (<5mm cranial to the stent), which resulted in the right lateral most filter legs extending out in the ostium of the right renal vein - which resulted in the filter tilt. From the IFU (section: intended use); the product is intended for percutaneous placement via a jugular vein for filtration of inferior vena cava (ivc) blood to prevent pe. However, according to the imaging review, the tilt could have been avoided if the filter was deployed 1-2cm more cranial in the ivc as the primary filter legs would not have engaged in the renal vein ostium. The root cause of the reported filter tilt is thus concluded to be related to the procedure. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 19.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3402132) was deployed at the intended location in the ivc suprarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt = 16 degrees. On (B)(6) 2016, post-procedure x-ray (day of procedure): site: filter tilt was = 16 degrees. Patient outcome: the patient remains in the study.